Manufacturer narrative:
(B)(4). Device code (B)(4)- indication for use, coronary device used in the carotid. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and vasoconstriction (spasm) are listed in the graftmaster coronary stent graft system, instructions for use (IFU), as known patient effects of coronary stenting procedures. Additionally, the IFU states: the graftmaster is indicated for use in the treatment of free perforations, in native coronary vessels or saphenous vein bypass grafts. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a perforation occurred in the right vertebral artery during a surgery with the use of an unspecified device. The graftmaster stent was implanted to treat the perforation. Post-implantation, a proximal vessel spasm occurred and thrombosis was noted in the stent. A stent was implanted as treatment. There was no additional information was provided.